Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter retrieval procedure, allegedly a caudal anchor remained outside the sheath and caught onto a muscle upon removal. Therefore, the access site was enlarged to remove the filter successfully. The patient was discharged from the hospital two days post procedure.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Per the reported event details, the caudal anchors of the filter were not inside the sheath upon removal. Per IFU, "retract the snare until the filter and cranial anchors are completely contained inside the retrieval sheath. Once the filter is fully collapsed inside the 9f retrieval sheath, retract the filter, the snare, and the retrieval sheath as one unit out through the 11f retrieval sheath." Therefore, the anchors most likely contributed to the alleged retrieval difficulties. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warning: remove the denali filter using an intravascular loop snare only. Precaution: the retrieval of the denali® filter should only be performed using minimum 9f i.d./11f i.d. Dual retrieval sheaths. Misuse of these devices or improper retrieval technique may result in intimal injury or caval narrowing. Procedural instructions: prior to use, remove the retrieval sheaths from their packaging and flush them with heparinized saline or suitable isotonic solution. Introduce and advance the 11f retrieval sheath with dilator over the guidewire. Remove the 11f dilator. Introduce and advance the 9f retrieval sheath with dilator over the guidewire such that the tip of the sheath is approximately 3cm cephalad to the filter snare hook. Insert and advance the intravascular snare assembly through the 9f retrieval sheath until it protrudes out such that the marker band of the snare catheter is cephalad to the filter snare hook. The retrieval of the denali filter using an intravascular snare is illustrated in the IFU.

Event description:
It was reported that during a vena cava filter retrieval procedure, allegedly a caudal anchor remained outside the sheath and caught onto a muscle upon removal. Therefore, the access site was enlarged to remove the filter successfully. The patient was discharged from the hospital two days post procedure.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Per the reported event details, the caudal anchors of the filter were not inside the sheath upon removal. Per IFU, "figure 10e: retract the snare until the filter and cranial anchors are completely contained inside the retrieval sheath. Figure 10f: once the filter is fully collapsed inside the 9f retrieval sheath, retract the filter, the snare, and the retrieval sheath as one unit out through the 11f retrieval sheath." Therefore, the anchors most likely contributed to the alleged retrieval difficulties. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warning: remove the denali filter using an intravascular loop snare only. Precaution: the retrieval of the denali® filter should only be performed using minimum 9f i.d./11f i.d. Dual retrieval sheaths. Misuse of these devices or improper retrieval technique may result in intimal injury or caval narrowing. Procedural instructions: prior to use, remove the retrieval sheaths from their packaging and flush them with heparinized saline or suitable isotonic solution. Introduce and advance the 11f retrieval sheath with dilator over the guidewire. Remove the 11f dilator. Introduce and advance the 9f retrieval sheath with dilator over the guidewire such that the tip of the sheath is approximately 3cm cephalad to the filter snare hook. Insert and advance the intravascular snare assembly through the 9f retrieval sheath until it protrudes out such that the marker band of the snare catheter is cephalad to the filter snare hook. The retrieval of the denali filter using an intravascular snare is illustrated in the IFU.

Event description:
It was reported that during a vena cava filter retrieval procedure, allegedly a caudal anchor remained outside the sheath and caught onto a muscle upon removal. Therefore, the access site was enlarged to remove the filter successfully. The patient was discharged from the hospital two days post procedure.